Manufacturer narrative:
D10 concomitant product: ils-1000-cs, ils-1000-cs illumisite console (serial#(B)(6)) out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an electromagnetic navigation bronchoscopy (enb) procedure, the software was showing that they were on the lower lobe, while fluoroscopic imaging showed them in the upper lobe. It was also reported that the device was showing as o utside of the sensor sensing volume.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the locatable guide (lg) did not protrude past the extended working channel (ewc). Functionally, the locatable guide (lg) had buckled inside the handle body. It was reported that the orange cable has been jarred loose at some point due to a sticking drawer on the front of the tower, the software is showing that they were on the lower lobe, while fluoroscopic imaging showed them in the upper lobe. It was also reported that the device was showing as outside of the sensor sensing volume. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to ensure the procedure application accurately locates the sensor within the locatable guide, make sure that the locatable guide tip protrudes from the end of the extended working channel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a electromagnetic navigation bronchoscopy (enb) procedure, after local registration it was discovered that orange cable has been jarred loose at some point due to a sticking drawer on the front of the tower, the software is showing that they were on the lower lobe, while fluoroscopic imaging showed them in the upper lobe. It was also reported that the device was showing as outside of the sensor sensing volume. The original cord is still in use and was plugged back into the continues guidance system (cgs). The procedure was cancelled due to the issue and was not completed by other means. The procedure was reschedule. The patient was under general anesthesia.

Manufacturer narrative:
Additional information: b1, b2, b5, b6, g3, h1, h6 (fdd) new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an electromagnetic navigation bronchoscopy (enb) procedure, after local registration, it was discovered that orange cable had been jarred loose at some point due to a sticking drawer on the front of the tower. The software was showing that they were on the lower lobe while fluoroscopic imaging showed them in the upper lobe. It was also reported that the device was showing as outside of the sensor sensing volume. The procedure was cancelled due to the issue and was not completed by other means. The procedure would be rescheduled. The patient was under general anesthesia.